Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8352-70, serial#: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was having infection from the device.

Manufacturer narrative:
Additional information was received that the patient's infection was located at the lead site. Symptoms were swelling, drainage and redness. The infection was believed to be procedure related. The patient was prescribed antibiotics. The patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having infection from the device.